Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information received 06/29/2015: the second iab was inserted into the same insertion site and passed 100% through the sheath. There is no x-ray available of the non-inflating iab. Evaluation: returned for evaluation was a 40cc 8fr iab fos with the original packaging label. The bladder was withdrawn into the teflon sheath with 9.5cm bladder exposed. The one-way valve was tethered to the short driveline tubing. Return packaging related bends were noted at 24cm and 73cm from iab distal tip. The bladder was loosely wrapped. The bladder thickness was measured at 6 points and measured within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested 3 times. The iab passed. No holes or leaks were detected in the bladder membrane, catheter body, or bifurcate. The iab was connected to an iabp with lab inventory driveline tubing. The iab was inserted into the "t" tube and 75mmhg backpressure was applied. See other remarks section. Other remarks: the iab was pumped for a minimum of 5 minutes. There were no alarms triggered. The balloon pressure waveform (bpw) was normal. Under visual inspection, it appears that the bladder is slightly larger than normal. A balloon engineer reviewed the returned bladder and the occurrence has been noted. The functionality of the balloon appears normal. This type of complaint will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the balloon not unwrapping is not confirmed. The balloon was returned withdrawn into the sheath and unwrapped. This type of complaint will continue to be monitored for any developing trends.

Event description:
It was reported that the event involved patient in the cath lab. The iab was prepped and inserted into the patient. After insertion the 40cc balloon would not unwrap and as a result the iab was removed and another iab was prepped. The second iab was a 30cc (only one available) which worked fine. There was no reported patient death, injury or complications.

Event description:
It was reported that the event involved patient in the cath lab. The iab was prepped and inserted into the patient. After insertion the 40cc balloon would not unwrap and as a result the iab was removed and another iab was prepped. The second iab was a 30cc (only one available) which worked fine. There was no reported patient death, injury or complications.